Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. (B)(4). As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to deep vein thrombosis (dvt), and post thrombotic syndrome. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt), and post thrombotic syndrome. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). At the time of presentation, the patient was also noted to have a subarachnoid bleed. The filter was implanted via the right femoral vein and placed at the level of l2-l3. Approximately ten years and four months after the filter implantation, the patient became aware that the filter was associated with dvt, post-thrombotic syndrome, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced mental anguish and pain associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt), and post thrombotic syndrome. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the patient¿s implant records, the patient¿s preoperative diagnosis included deep venous thrombosis and pulmonary embolus. A trapease filter was positioned at the level of l2-l3 and released under fluoroscopic control. There was no evidence of any bleeding noted. The patient was then returned to the cardiac care unit. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four months post implantation. The patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and post thrombotic syndrome. The patient further reports suffering from psychological injuries or mental anguish related to the filter. According to the updated information provided in the amended redacted patient profile form (ppf), the patient additionally reports suffering from pain.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt), and post thrombotic syndrome. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the patient¿s implant records, the patient¿s preoperative diagnosis included deep venous thrombosis and pulmonary embolus. A trapease filter was positioned at the level of l2-l3 and released under fluoroscopic control. There was no evidence of any bleeding noted. The patient was then returned to the cardiac care unit. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four months post implantation. The patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and post thrombotic syndrome. The patient further reports suffering from psychological injuries or mental anguish related to the filter.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: deep vein thrombosis (dvt), and post thrombotic syndrome. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the patient¿s implant records, the patient¿s preoperative diagnosis included deep venous thrombosis and pulmonary embolus. A trapease filter was positioned at the level of l2-l3 and released under fluoroscopic control. There was no evidence of any bleeding noted. The patient was then returned to the cardiac care unit. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four months post implantation. The patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and post thrombotic syndrome. The patient further reports suffering from psychological injuries or mental anguish related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, indication for filter was deep venous thrombosis and pulmonary embolus. A trapease filter was positioned at the level of l2-l3 and released under fluoroscopic control. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to deep vein thrombosis (dvt), and post thrombotic syndrome. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) and post thrombotic syndrome. The patient further reports suffering from psychological injuries or mental anguish related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.